Event description:
Per the clinic, the patient was explanted due to multiple electrode anomalies.the device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).